Manufacturer narrative:
Expiration date unknown as lot is unknown. UDI unknown as lot is unknown. MFR date: unknown as lot is unknown. Investigation - evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. A visual examination of the one returned, used stent noted that the distal coil of the stent was wrapped around into a knot. The sideports were noted to be clogged. The stent has become knotted during a scheduled removal from the patient. Knot formation is a rare complication of indwelling ureteral stents. Multi length stents may have a higher risk for knotting due to the substantial length of tubing that remains in the kidney to form the multi-coil configuration associated with the configuration of the dilated renal pelvis or the presence of a stone that could potentially influence coil configuration during stent positioning. Updated, 06may2016: the product in this case, a ufh-600-r multi-length ureteral stent is manufactured in accordance with specified manufacturing instructions and inspected in according to specified quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The device lot number was not provided, therefore review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided information a definitive root cause could not be determined or reported.

Event description:
The stent is knotting on the end inside the kidney during removal. Additional information received 12/20/2011 - stent was removed due to scheduled removal. A second stent was not placed. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.